Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was crack at the top of reservoir compartment. Customer¿s blood glucose level was unknown. The reservoir did not lock into place after insertion. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.